Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated intraperitoneally with vancomycin (weekly, dose and duration not reported) for peritonitis. The patient was discharged from the hospital eleven days later and was recovering from the event. Antibiotic treatment and dianeal therapy were ongoing at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.